Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via manufacture representative (rep) regarding a generator and a handpiece. It was reported that in a clinical case (left total knee replacement), the coating on the handpiece split in half. They continued the case with the handpiece as-is with no negative impact to the patient. After the coating split the site did observe some minor arcing from the blade. There was no impact to patient outcome.